Manufacturer narrative:
Unit passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm confirmed in pump history (variableinfo = 3) due to broken trace on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump alarmed hardware low level failure error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.